Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems like: electrical/eletronic component problem; impedance; open circuit; power source problem; short circuit; signal loss, loss of power; power fluctuations. Material problems like degradation. Mechanical problems like: stress; deformation; fatigue; mechanical shock; wear and tear; vibration. Environmental problems like dust and dirt. These causes can occur between components such as circuit board; electrical cable; socket; connector pin; connector/coupler; electrical lead/wire; power supply; screw; lever; locking mechanism; light source; lenses; optical; diaphragm; motor(s); discrete electrical component; cooling module; user interface; display; panel; and power switch without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device exhibited no image display. The malfunction was found during set up / inspection for use. There were no reports of patient harm.